Event description:
It was reported that during a laparoscopic unknown procedure, the firing force was higher than expected and there was a difficulty to remove the device. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Batch# unk. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was the device locked on tissue with the jaws closed? No further information will be available. If yes, how was the device removed? No further information will be available. Did the jaws eventually open? No further information will be available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4) date sent: 10/27/2022 d4: batch # 659a85 investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ec60a device was returned with no apparent damage and with one gst60b reload loaded in the device. The reload was received fully fired. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: for the difficult to fire, insert the reload by sliding it against the bottom of the cartridge jaw until the cartridge alignment tab stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. The complete firing action requires 4 complete strokes to cut the full reload length and return the knife to its home position. For each stroke, squeeze and release the firing trigger completely with a continuous, smooth stroke until it rests on the closing trigger. The numbers on the stroke count indicator will advance with each stroke. After the third stroke, the knife direction indicator will display an arrow pointing towards the proximal end of the instrument to indicate the knife is in the return mode. At the end of the fourth stroke, the stroke count indicator will display ¿0¿ to indicate the knife has returned to its home position. The status of the transection can also be determined by observing the knife blade indicator throughout the firing action. And for the would not open, if the jaws do not automatically open after the anvil release button is pressed, first ensure that the knife is in the retracted position by verifying that the stroke count indicator displays ¿0¿ and knife direction indicator points towards the proximal side of the instrument, or that the knife blade indicator is in the home position. If the stroke count indicator or knife blade indicator is not in the home position, push the red manual knife reverse switch downward to reverse the knife motion and squeeze the firing trigger, completely until it rests on the closing trigger. Press the anvil release button. If the jaws do not open at this point, then gently pull the closing trigger, upward (away from the handle) until both firing and closing triggers return to their original positions. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 10/27/2022 concomitant product added.